Event description:
During laparoscopic appendectomy the stapling device was placed to cut the appendix stump. The stapling device intermittently fired. A reload was required to complete and reinforce the stapling line as the first stapling only closed the distal and proximal edges. Single patient use during appendectomy on (B)(6) 2017.